Event description:
It was reported the patient received the following results within 15 minutes: 525 mg/dl and 201 mg/dl. The readings were taken withthe same vial of strips and two different aviva meters.